Event description:
As reported on (B)(6) 2011 via user medwatch (B)(6), a (B)(6) of unk gender presented for a PICC line placement. Access was obtained to right upper extremity brachial vein using ultrasound. Lidocaine was used and a 5f introducer was placed. PICC line at 38.5cm guidewire was placed into red port of PICC. PICC was threaded into the introducer. PICC was already flushed with normal saline. Attempted to check blood return on blood port, but only air was aspirated. The injection cap was removed, syringe was placed directly on PICC, and air was aspirated again. PICC was removed and a new PICC was placed through the same access site without incident. There was no harm or injury reported to the pt. The case was completed with another new of the same device.

Manufacturer narrative:
Although it was indicated by the end user that the reported defective device was available, it has yet to be returned to the MFR. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).